Manufacturer narrative:
Results evals: investigation: the returned unit was functionally tested and the report of leakage was confirmed. The leakage portion was located in the cuff, approx 30 mm away from the tube end. The leakage portion as examined under magnification and a pinhole, approx 0.44 mm was detected. A review of our complaints history confirmed this to be the first complaint for the lot number identified. Though there have been complaints for cuff deflation in use, on this prod code during the past five yrs, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this prod line prior to packaging. Root cause: it is stated that the unit was tested prior to use and only became deflated after six days use. As such, this incident is unlikely the result on an assembly fault. We have determined the root cause for this incident is that the cuff became damaged following movement of the prod cuff within the pt's trachea. Though these prods are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.